Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2013. On an unknown date it was noted that perforation had occurred. No further patient complications were reported.

Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2013. On an unknown date it was noted that perforation had occurred. No further patient complications were reported. It was further reported that the patient underwent the index procedure involving a 12 french greenfield filter without complication. On (B)(6) 2017, a CT scan was performed of the abdomen without IV contrast. The ivc filter is noted within the ivc. The filter appears to be positioned straight along the course of the ivc without significant tilt. Evaluation of the apex of the filter is limited by incomplete distention of the ivc which may be due to dehydration. The apex of the ivc filter is at the level of the left renal vein insertion into the ivc. The struts of the ivc filter extend beyond the wall of the ivc without definite perforation into the adjacent organs or vessels. No fracture or bent struts were observed.